Event description:
It was reported that prior to a laparoscopic gastric bypass procedure, the device was being tested prior to the case and emitted an error code. The hand piece was loosened, retightened and checked again. The instrument was replaced and the procedure continued as planned with no patient consequence.